Event description:
A review of the download data for a (B)(6) male patient revealed several gel previously release flags. However, no gel released flags were recorded. Zoll customer support dispatched a patient service representative (psr) to assist the patient. While assisting the patient, the psr reported that the battery charger would not power on properly and that cables were pulled from the patient's electrode belt. The patient was issued a replacement charger and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) (date (B)(4) 2010) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. Device evaluation of electrode belt sn (B)(4) (date (B)(4) 2013) has been completed. The reported problems (add gel/replace belt messages, damaged cable or wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective power supply or electrode belt. The patient was issued a replacement battery charger and electrode belt.